Event description:
It was reported that pump displayed malfunction alarm with malf 12 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience repeat malfunction, and was advised to continue using pump and call back if any malfunction code recurred.